Event description:
After an implantation period of approx. 80 months, it was reported that no interrogation can be made. The device was replaced with a new pacemaker. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The pacemaker was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. The inspection of the devices memory showed an invalid memory content which led to the lack of interrogation. The pacemaker was operating in the safety backup mode. The ability of the device to deliver therapies was verified. All therapy functions were available and worked as expected in the safety backup mode. During the further course of the analysis, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Long-term storage test of the electronic module with the connected battery was performed and intermittently a high battery impedance was noted. In addition, a long-term storage test with a replaced battery was performed revealing no conspicuities. There was no indication of a malfunction of the electronic module. Thus, the battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Battery impedance measurements revealed that the battery was sufficiently charged. The battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In summary, despite the thorough analysis, the root cause for the clinical observation could not be conclusively determined. Presumably, an intermittent high battery impedance led to the clinical observation. The therapy functionality of the pacemaker was not compromised while implanted and in service.